Event description:
A customer in (B)(6) notified biomérieux that they have observed a potential false positive result for a patient sample in association with the vidas® sars-cov-2 igm (ref 423833, lot 1008093230). The customer reported that they obtained a positive result with the vidas® sars-cov-2 igm (value = 1.03). The sample was also tested with other methods (dasit and menarini) and the results were negative. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in italy regarding a potential false positive result for a patient sample in association with the vidas® sars-cov-2 igm (ref (B)(4), lot 1008093230). The customer reported that they obtained a positive result with the vidas® sars-cov-2 igm (value 1.03), while other methods (dasit and menarini) results were negative. The analysis of the batch history record of vidas® sars cov-2 igm lot 1008093230 / 210514-0 showed no anomalies during the manufacturing, quality control, and packaging processes. No non-conformity nor CAPA linked to the customer's complaint recorded for the lot. The customer¿s sample was not available for testing. The complaints laboratory tested three (3) internal samples (with negative targets) on the retain kit vidas® sars cov-2 igm lot 1008093230 / 210514-0. All samples results were within their expected specifications and similar to those observed before the batch release. The lab did not observe any evolution over time on vidas® sars cov-2 igm lot 1008093230 / 210514-0. The complaints laboratory also tested 10 samples collected before the pandemic (so expected negative) on vidas® sars cov-2 igm lot 1008093230 / 210514-0 retain. All of the samples gave a negative result with indexes between 0.06 and 0.26 tv (far from the positive cut-off of 1.00 tv). No false positive results were observed. In conclusion, no anomalies were highlighted with the control chart analysis, the analysis of quality data, or the tests performed on the retain kit vidas® sars cov-2 igm lot 1008093230 / 210514-0. The complaints laboratory did not reproduce the customer's anomaly during the investigation. Without the customer's return sample, it is not possible to pursue the investigation further. According to the investigation data, vidas® sars cov-2 igm lot 1008093230 / 210514-0 is within the expected performance. The package insert section limitations of the method states the following, ¿interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed.¿see section h10.